Event description:
It was reported that "motor is unable to lock tool and it caused the af02's guard to break." There was no patient impact was reported.

Manufacturer narrative:
This device has not been returned for evaluation.